Event description:
N/a.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the 66 year old, female patient was positioned prone for a c2-t1 posterior cervical fusion c3-t2 instrumentation and fusion on (B)(6) 2019 . The surgeon claimed that while the two point swivel base was in the locked position, it did not lock and it caused a one inch scalp laceration to the patient's left side of the head. There was a delay of a few minutes to clean, irrigate and staple the scalp laceration. Another device was used to proceed with the case. The device was not returned for evaluation. A device history record review could not be performed as lot or serial number was not provided. The reported complaint unconfirmed. Root cause was unknown, however the most probable root causes are outlined in our risk management file: incorrectly assembled device. Improperly tested inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices accessories for procedure.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp had failed and caused a laceration to the patient's left head scalp and needed to be stapled. The date of the incident was not provided. Additional information has been requested.